Event description:
Event description guidant received information that the patient with this pacemaker stated on a patient verification form that the device failed and was replaced. This device was included on the second population advisory list.